Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause for corrosion on the adhesive of the bending section cover was traced to component failure. In regard to the foreign material a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had corrosion on the adhesive of the bending section cover, and the air/water cylinder and tube had foreign material. There was no patient involvement.